Event description:
Surgeon reported that during a full five days before the surgery, it was impossible to inject saline initially and then, it was noticed that the saline was leaking out and then was unable to be retrieved and the physician diagnosed a leak. When the surgery occurred "a crack in the port sys was noted at the junction of the port to the tubing connection." The replacement access port was attached with prolene mesh to prevent any hernia recurrence if the pt did have a defect in that area.

Manufacturer narrative:
Unk. (B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided by the reporter, the connector type is either a taper I or taper ii. The reporter of the event discarded the device prior to reporting the event. Allergan will not be able to perform analysis or testing on the device. See related medwatch report# 2024601-2010-00771. Hernia is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of hernia as follows: warnings: caution: a large hiatal hernia may prevent accurate positioning of the device. Placement of the band should be considered on a case-by-case basis depending on the severity of the hernia. Device labeling addresses the reported event of hernia as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band sys that occurred in fewer than 1% of subjects included: hernias, including hiatal hernias.